Event description:
During a ptca exchange procedure using a magnet the wire would not move on the catheter. Upon removal of the balloon catheter, it was noted that the shaft had separated. It was also reported that the pt went to surgery, not because of the exchange difficulty, but because the balloon would not "across" the lesion.